Event description:
It was reported that during a da vinci-assisted surgical procedure, an error c-00 occurred on the integrated electrosurgical unit erbe. The customer power cycled the system but the issue remained. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system had powered on with an error on the erbe generator. The customer was able to complete the case with the original configuration and erbe.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was placed on golden system and was run in normal mode. Visually, cracks were found on top bezel both sides. C-33/c-00 errors occurred on startup. The iesu will be returned to the original equipment manufacturer. The root cause is attributed to a faulty component. The iesu led to system errors.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to a high voltage detected on start-up high frequency (hf) voltage measurement due to an electrical component failure in the erbe generator.